Event description:
Customer reported the transmitter light does not blink when connected with sensor. Customer was advised to replace the sensor. Customer stated the sensor was flattened. Sensor was expired. Night prior customer bumped and the insulin pump alarmed lost sensor. He stated it hurt so he decided to tape the sensor down. When he removed it noticed it was dislodged and flattened. Customer's blood glucose level was 166 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.